Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and enlarged lymph nodes.

Event description:
Patient reported left side rupture and enlarged lymph nodes. Patient additionally reported "diagnosed with cutaneous t cell lymphoma"; this is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Physician confirmed left side rupture diagnosed via CT scan. The device has been explanted.

Event description:
Patient reported left side rupture and enlarged lymph nodes. Patient additionally reported "diagnosed with cutaneous t cell lymphoma"; this is not device related. Physician confirmed left side rupture diagnosed via CT scan. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe as it is a medical event not related to the device. Rupture: observed broken in the radius side assessed as a surgical impact opening. (Shell thickness within specification) lymphoma-ndr: unable to observe as it is a medical event not related to the device additional observations: observed stress marks on the device.